Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited high defibrillation impedance, and a fracture of the rv lead was suspected. The physician elected to explant the rv lead and replace it with a new lead. The patient was discharged following the procedure.